Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2021, the patient presented with a type ib endoleak of a medtronic endoprosthesis following disease progression of right common iliac artery. The physician implanted a gore® excluder® iliac branch endoprosthesis. The patient tolerated the procedure. On (B)(6) 2022, the patient was found to have disease progression in the right external iliac artery, and the main limb of the ibe lost wall apposition and retracted about 1cm, causing a type ib endoleak on that side. The physician decided to extend the device into the right external iliac. The physician implanted a gore® excluder® aaa endoprosthesis. The endoleak was resolved and the patient tolerated the procedure.

Manufacturer narrative:
H.6. Investigation findings: investigation findings code updated to code 213 as a result of the completion of a DHR review. H.6. Investigation conclusions: code 11 updated to code 50.